Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6 investigation summary: service and repair evaluation: the repair technician reported recording error, device failed in cosmetic test. Forward, fast forward, reverse function does not run, discolored wire, discolored pins and membrane vent, debris on barrier and contact plate dent. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed medtech orthopaedics final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot part # 05.000.008 synthes lot # 007833 supplier lot # 007833 release to warehouse date: 18 jun 2020 supplier: triangle manufacturing no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sterile processing department that the devices will no longer work. The event occurred post-operatively. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization? No patient treatments were delayed or cancelled. All information has been disclosed. No further information was provided.